Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/19/2007.

Event description:
A surgeon reports a patient that demonstrated a decrease in bcva following initial custom sphere myopia surgery. This report is for the right eye, the left eye is being reported under manufacturer report #1061857-2007-00391. Patient records provided indicate this patient was slightly overcorrected, +.50 diopter, and exhibited a 2-line decrease in bcva at 2.75 months post-op. Ucva improved from 20/400+ to 20/25+1.